Event description:
Related manufacturer reference number: 2938836-2019-15276. Related manufacturer reference number: 2938836-2019-15277. It was reported that high out of range pacing impedance on the right ventricular lead and low out of range pacing impedance on the right atrial lead were observed. It was also noted that the device contributed to the impedance problem. The system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that high impedance on the right ventricular lead. The lead was explanted.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece measuring 5.3cm. Analysis was normal. No anomaly was found.